Event description:
It was reported by the customer that the device broke during an unk procedure. The titanium blade broke in the pt and the surgeon retrieved it. No reported pt consequence.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the mfg process.